Event description:
A customer reported experiencing a cartridge alarm during the load process of their pump, which did not impact their blood glucose levels adversely. Despite following the correct loading technique with assistance from technical support, the alarm persisted, preventing the resumption of insulin therapy. As a result, technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was instructed on several procedures, including using a return box and pre-paid label for the defective pump, programming settings into the new pump, and connecting their continuous glucose monitor (cgm) to it. The customer acknowledged and understood all instructions provided.